Manufacturer narrative:
The ge healthcare service depot performed a checkout of the unit and confirmed the reported complaint. Ge healthcare has provided a repair quotation recommending to the hospital the replacement of the exhalation valve. The customer has not approved the quote.

Event description:
The hospital reported that the ventilator was not functioning as expected. The hospital brought the unit to the ge healthcare service depot for repair. There was no report of patient involvement.